Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. One day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm per day, ongoing) and fortum injection (1gm per day, ongoing) for peritonitis. Five days after the event onset, the patient was discharged from the hospital and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that antibiotic treatment and pd therapy were discontinued. After six days from the onset of event, the patient was discharged from being hospitalized and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.